Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for follow up. Upon interrogation, the pulse generator exhibited a varying threshold. The device remained implanted.